Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after placing a new steel c/d infusion set, with a fingerstick blood glucose of 399 mg/dl, and was guided to replace the cartridge, connector, tubing, and infusion set, perform pump rewind and fills, and resume insulin delivery; subsequent log review showed glucose levels returned to target. Symptoms included hyperglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included customer interview and device-use troubleshooting with review of glucose data. Investigation of this case revealed that the event was consistent with infusion set or infusion pathway issue associated with site change, with resolution after full set and cartridge replacement and successful therapy resumption. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.